Manufacturer narrative:
Device analysis summary: a number of kinks were observed along the stent graft cover with corresponding kinks visible on the middle member. The stent graft cover was partially flattened proximal to the tip capture mechanism. There were no difficulties noted retracting and advancing the graft cover. Image review: one photo was received from the account. The photo captured the taper tip and the distal section of the graft cover. There was evident of damage with a section of the graft cover pinched/collapsed. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Film evaluation summary: the cause of the reported delivery system removal difficulties and ¿fold¿ observed on the outer sheath could not be determined from the limited still films provided. Details of the vessel anatomy prior to implant including the reported dissection were not available for review. CT¿s pre or post-implant were not provided, and a more comprehensive assessment of the patient¿s anatomy could not be performed. In addition, angiograms during implant showing delivery system advancement, stent graft deployment, and removal of the delivery system were not available for return; thereby limiting the extent of the review. Two still low-resolution screen shot photographs taken from a video monitor during an angiogram only showed the patient¿s femoral artery (unclear which side). Both images revealed abnormal blood flow, seen as varied flow lumen diameter, along the length of the vessel indicating that it was possibly perforated and/or dissected along a substantial vessel length. It is possible that patient¿s pre-existing 300mm length dissection may have contributed. Vessel morphology, potentially including calcification & tortuosity, as well as possible procedural issues may have also led to the events. A device issue could not be ruled out as a potential cause. The delivery system has been returned for investigation and is pending analysis. The results will be summarized in a separate report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A valiant stent graft system was implanted in a patient for the endovascular treatment of a 300 mm diameter thoracic dissection. It was reported during the index procedure that the device was advanced and deployed successfully into the patient over a very hard guide wire. On removal it was difficult to withdraw the delivery system due to a fold in the outer sheath of the delivery system. It was noted that the patients femoral artery was torn and bled after withdrawal. The patients blood pressure dropped and heart rate was abnormal. Three y-bars were used to stop the bleeding. The patient had ICU dialysis but expired the next day. As per the physician, the cause of the event cannot be determined. No additional clinical sequelae were reported.